Event description:
A report was received that a patient was explanted due to unknown circumstances. There is no further information available.

Manufacturer narrative:
Additional information was received that the patient was implanted with a competitor's device and is not a bsn patient.

Event description:
A report was received that a patient was explanted due to unknown circumstances. There is no further information available.